Manufacturer narrative:
Customer was provided with a loaner display, while the unit is being returned to the repair center.

Event description:
Customer reported the panorama central station displayed intermittent yellow screen, which may have affected telemetry monitoring. No pt injury was reported.